Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department manager at the user facility that the customer oes elite high-definition autoclavable telescope has a reported ¿rod lens broke and damaged¿. The customer reported problem was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
Updated fields: h3, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force. In addition, the following non-reportable malfunctions were found during the device evaluation; the outer tube was bent and the distal end was scratched. Olympus will continue to monitor field performance for this device.